Event description:
Allegedly, the patient had metal-on-metal hip arthroplasty that has been painful for 4 years. After reviewing his radiographs and operative report the chromic cobalt levels were all significantly elevated. There was mild evidence of corrosion at the trunnion of the base of the modular neck however it was very minimal and on the inside of the femoral component it was almost completely absent. The femoral components had metallic debris.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.